Event description:
It was reported that the procedure was to treat the proximal left anterior descending and left main arteries. The 4.5x8mm nc trek balloon dilatation catheter (bdc) was used for post dilatation; however met resistance with the previously implanted stent during removal. The shaft separated and snaring multiple times to retrieve the entire separated portion was attempted, but separated again with the tip remaining free floating. The patient is noted to be doing well and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal resistance was met with the previously implanted stent resulting in the reported difficult to remove. Manipulation of the device resulted in the reported shaft separation and ultimately resulted in the reported tip separation. The treatment appears to be related to the operational context of the procedure as snaring was attempted multiple times to retrieve the entire separated portion; however the tip remains free floating. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9: device available for eval was updated to no.